Manufacturer narrative:
Additional information as of 14-feb-2020: test strips were returned for evaluation on 14-jan-2020. Test strips were evaluated and no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: rc-006: bent positive battery terminal due to user mechanical stress. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results obtained of 342 mg/dl non-fasting, 42 mg/dl fasting and 60 mg/dl unknown if fasting or non-fasting. The customer¿s expected non-fasting blood glucose test result is 130 mg/dl; customer did not know their expected fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 02/28/2021. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history; customer stated the meter was not powering on and so could not obtain memory results. Customer provided results of concern from their logbook.